Event description:
An endurant iis stent graft system was implanted in the patient for the endovascular treatment of a abdominal aortic aneurysm. The patient had a very tortuous aorta. It was reported that, approximately four months post index procedure, the patient presented emergently with a dissection and a contained rupture in the descending thoracic aorta that measured 180 mm in length. A CT revealed that the entry tear began in the middle descending thoracic aorta with another fenestration at the level of the left renal artery. The physician elected to implant a valiant stent graft in order to exclude the dissection. After performing an angiogram, the physician elected to implant a second valiant stent graft in order to achieve an additional length of distal seal. The 2nd valiant stent graft was used prophylactically to seal the distal fenestration of the dissection. The physician determined that the dissection appeared to be excluded with little to no flow into the false lumen and the procedure was completed. Per the physician, proximity between the active suprarenal fixation and distal fenestration indicated that the cause of the event was likely due to tortuosity of the aorta in conjunction with the placement of the endurant stent graft bifurcate during the index procedure. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.